Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. Product code and size information were not provided. Request for additional information but, no additional details have been provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on: april 01, 2016. (B)(4)

Event description:
Complaint received from a healthcare professional reporting an allergic reaction to the dressing. Reporter stated that a patient had the dressing applied to a surgical incision following a total knee replacement on (B)(6) 2015. The patient complained of itching during the 5 days the dressing was in situ. The patient was discharged from hospital on (B)(6) 2016 and the dressing was removed on (B)(6) 2016. At removal, the skin that had been in contact with the dressing and was described by the patient as "itchy, red and lumpy" and was "draining badly." Reporter stated the patient visited a general practitioner and the clinician noted blistering to the skin, but the incision was not dehisced. Antibiotics (name unknown) were prescribed and incision was re-dressed with a gauze dressing. It was further noted that the product was removed and discontinued. No further patient/event details were provided.

Manufacturer narrative:
No lot number or product evaluation sample is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed and will be monitored through our post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. (B)(4).